Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full delivery system, with tether cut and knotted, was returned and analyzed. The delivery system tether was knotted. The lumen of the delivery system was torn. The delivery system tether was cut apart. The delivery system inner shaft was mechanically kinked/bent at 2 cm from the distal end of the device cup. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, mc1vr01-delsys, expiration date: 14-jul-2020, serial#: (B)(4), UDI#: (B)(4), dev rtn to MFR? Yes. No, device evaluation anticipated, but not yet begun. Mfg date: 19-feb-2019. Patient code(s): (B)(4), device code(s): (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), the tether became stuck and loss of capture was observed during tether removal. The leadless ipg was not used and was replaced. No patient complications have been reported as a result of this event.